Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the quicklink cartridges with brachysource I-125 seeds products that are cleared in the us. The pro code and 510 k number for the quicklink cartridges with brachysource I-125 seeds products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Therefore, the investigation is inconclusive for the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: labeling was reviewed and found to be adequate. There is a caution statement in information for use, which states "in the event the quicklink loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually." H10: d4 (expiry date: 08/2021), g3. H11: b5, h6 (patient, method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a procedure, the cartridge of the device was allegedly blocked and the seeds of the device could not be removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the quicklink cartridges with brachysource I-125 seeds products that are cleared in the us. The pro code and 510 k number for the quicklink cartridges with brachysource I-125 seeds products are identified in d2 and g4. H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. However, a device history record review was performed for the standard cartridge raw material used to build the finished good and the seeds. The lot met all release criteria. Investigation summary: the sample was not returned for evaluation. Therefore, the investigation is inconclusive for the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The information for use was reviewed. There is a caution statement, which states "in the event the quicklink¿ loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually." H10: g3, h6 (method) . H11: e1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to a brachytherapy procedure, the cartridge allegedly blocked and the seeds cannot be removed. There was no patient contact.

Event description:
It was reported that prior to a brachytherapy procedure, the cartridge allegedly blocked and the seeds cannot be removed. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the quicklink cartridges with brachysource I-125 seeds products that are cleared in the us. The pro code and 510 k number for the quicklink cartridges with brachysource I-125 seeds products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Device not returned.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the quicklink cartridges with brachysource I-125 seeds products that are cleared in the us. The pro code and 510 k number for the quicklink cartridges with brachysource I-125 seeds products are identified. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 08/2021).

Event description:
It was reported that during a procedure, the cartridge of the device was allegedly blocked and the seeds of the device could not be removed. There was no patient contact.